Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired scissored clips and then locked out. They got a new one to complete the procedure. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.